Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single device. A visual examination of the device revealed that the device was in position two (the engaged or ready to use position). The wire was observed to be protruding about 20 cm from the distal tip of the catheter. Some dried blood and bio matter was found on the distal tip of the wire. Additionally, the catheter was found to have some twisting and kinking in various locations. Pulling gently on the wire it slid out of catheter and examining the proximal end of the wire under magnification a rough break is observed. The rough break appears to indicate that the wire broke under strain and matches the customer's report that the wire broke in the patient's anatomy, as difficult anatomy may cause strain or stress to be placed on the device. Examining the cartridge, the remnant of the wire was found. The root cause has been attributed to a material failure of the wire. The complaint has been confirmed. Electronic review of the DHR determined no exception documents were recorded that would cause this type of incident to occur. Furthermore, there were no process deviations or non-conformances recorded for this lot or the lot(s) that produced the device. This complaint will be used to trend for similar complaints. A search of the complaint database was performed, and no similar complaints for this lot number were found.

Event description:
The customer reported that during a varicose vein procedure in gsv, an average diameter of 9 mm. They punctured gsv in the calf area (below the knee 15 cm) with cannula 18g, under sono control. Clarivein was introduced percutaneously into the peripheral vasculature under imaging guidance, then they connected the motor drive unit and started the procedure. Everything went well. The doctor pulled the catheter slowly towards the knee. 5cm above the knee he noticed the rotating wire was not rotating. He did a sono check; the rotating wire did not work. The doctor changed the position of the catheter to position 1 and then back to position 2 without effect. They decided to stop the procedure. While withdrawing the catheter, he found the rotating wire had been torn from the connection. It was very difficult to pull the rotating wire out of the vein. Prolonged time of procedure, and discomfort for the patient were reported.